Event description:
A revision surgery was performed due to a patient fall that resulted in the implant becoming loose as well as falling out of its intended position.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed due to a patient fall that resulted in the implant becoming loose as well as falling out of its intended position.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and with available information is not sufficient. With the available medical documents, a formal medical opinion was sought: the available radiograph shows, the glenoid component is in a relatively superior position. Since only a little of the scapula bone is on the image, the glenoid component inclination is difficult to assess. No preoperative images are available for comparison. Therefore, the migration of the glenoid implant cannot be confirmed with the available one x-ray, and the low image resolution does not allow for reliable assessment of implant loosening. The operative report is incomplete and does not show information on the glenoid implantation. Based on the available information and details, the root cause and event confirmation could not be analyzed, but with the available information, patient's fall can be a probable cause. More detailed information about the complaint event, as well as the affected device, must be available to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.